Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have two cracked clamping pulleys at the proximal end. As a result, the grip and pitch cables became loose. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. Additional observation(s) not reported by site: the instrument was found to have multiple input disk cracks. Hairline cracks were found on input shafts #6 & #7.

Manufacturer narrative:
A returned material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was not responding as intended. The procedure was completed as planned with no reported injury.